Manufacturer narrative:
Additional info: a3, b5, d10, g4, h2, h3, h4, h6, h10. The device was returned for evaluation. Visual inspection found both haptics bent. Due to the condition of the device and the damage, functional testing could not be performed. A device history record (DHR) review did not find any nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is required.

Event description:
Additional information was received indicating the incision enlargement size was 3.0 mm.

Manufacturer narrative:
The device was not returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Reportedly, intraocular lens haptic was noticed bent upon insertion into the patient¿s eye. The incision was enlarged. There was no patient injury and sutures were not required. Lens was removed and replaced with another lens of the same model and diopter.